Event description:
Patient reported that after reading the book, they were able to get a complete charge although their device was almost deleted. Hcp suggested making an appointment to see if the charger can reach a larger area. It will be addressed after the summer. Patient was able to fully resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported having issues recharging their implant. Patient stated that they attempted to recharge the implant, but the controller was completely ¿dead¿. Patient mentioned that they reset the controller but the screen remained black. Patient added that when lying down at night, they could feel the stimulation working. Patient also mentioned that the implant battery began depleting more quickly yesterday. Patient stated that within a week, the implantable neurostimulator (ins) battery would be completely depleted. Even when fully charged, the ins battery drains quickly and does not hold a charge for very long. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the rtm pins. Patient confirmed that the controller turned on with green light flashing. Patient completed the setup. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed that the controller battery was at 80% and implant was at 30% with recharging excellent. Agent reviewed information and advised the patient to monitor the issue. The patient was redirected to their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.